Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the unit is noisy, the cooling fan is moving, alarm will not function, cleaned out power switch , it worked. No new parts needed.